Event description:
It was reported that the patient presented to the emergency room. Device interrogation revealed failure to capture, noise and lead fracture on right ventricular (rv) lead . On (B)(6) 2021, the physician elected to cap and replace the lead. The patient condition was stable.